Event description:
It was reported while using bd ultra-fine insulin syringes the product was broken. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported finding 2 syringes with broken plungers; stated, he could not use the syringes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: h6: investigation summary customer returned one 0.3ml 8mm syringe in an open polybag from lot# 2193982. It was reported by the customer that the syringes with broken plunger rod. The returned sample visually examined and observed bent needle, half broken needle hub and cracked barrel near the 2.5 unit markings. A review of the device history record was completed for batch # 2193982 all inspections were performed per the applicable operations qc specifications. Embecta was able to confirm the customer indicated failure. Root cause: there were no quality notifications or dispatches that pertained to the complaint; therefore, no root cause can be determined.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 2193982 all inspections were performed per the applicable operations qc specifications.

Event description:
It was reported while using bd ultra-fine insulin syringes the product was broken. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported finding 2 syringes with broken plungers. Stated, he could not use the syringes.

Event description:
It was reported while using bd ultra-fine insulin syringes the product was broken. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported finding 2 syringes with broken plungers. Stated, he could not use the syringes.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.